Manufacturer narrative:
This report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for tibial plateau. The surgery was completed successfully. After the surgery, on an unknown date, it was found the surface of the skin where the plate was placed was turn into red and patient had symptoms suggestive of metal allergy. No further information is available. This complaint involves unknown number of devices. This report is for one (1) unk - screws: cortex. This is report 4 of 5 for (B)(4).